Manufacturer narrative:
Updated fields: b3, b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the ac power cord reel to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received power reel with a reported unit failure of the ground pin is missing from the line cord. The failure analysis and testing dept. Performed a visual inspection and observed that the ground pin was missing from the line cord. The fat dept. Verified the complaint of the ground pin was missing from the line cord. Retained the power reel in the fat dept. Per procedure. Loss of the ground pin is a single fault condition with implemented protective measures in the IFU maintenance schedules to identify and correct this single fault. This does not prevent power up of the device. The most probable root cause of the reported malfunction is excessive force.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) ground pin missing from line cord. There was no patient involvement.